Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a catalog and lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that after using a bd ¿ unknown pen needle to inject insulin, the patient¿s blood sugars were high and uncontrolled. The patient was admitted to the hospital in effort to treat his status. The patient¿s father reported that the bd ¿ unknown pen needles were not attaching properly to the kwikpen.